Event description:
It was reported that the patient presented in clinic for a routine follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited increased threshold and pacing impedance over the year. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.